Event description:
It was reported that there was a volume discrepancy, and filling difficulties. The patient went to their healthcare provider (hcp) for a refill, at which time there was an actual residual volume (arv) of 30 milliliters (ml) of drug aspirated, when the expected residual volume (erv) was only 10 ml. When the hcp then tried to refill the pump with the new drug, the pump would only allow 20 ml of drug to be injected into the reservoir. The event required surgical intervention and the device was subsequently explanted and replaced. The symptoms related to the event were reported as the patient having less than 50% therapy relief. The drug being delivered via the device was infumorph.

Manufacturer narrative:
Product ID: 8709, lot# l73868, implanted: (B)(6) 2000, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Product ID: 8590-9, lot# n317063, implanted: (B)(6) 2012, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).